Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "false 'air-in-line' alarms", but confirmed it through review of the event history log. The false alarm was determined to be caused by a failed ultrasonic sensor, which had low ultrasonic readings. With low ultrasonic readings, the pump is more sensitive to false "air-in-line" alarms. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed "air-in-line". It was also reported that there was no pt injury.